Manufacturer narrative:
Date sent to the FDA: 08/27/2020. Additional information: additional h-3 summary: it was reported performance breakage suture. It was received for analysis an empty opened foil, an empty opened labeled winding former and a used needle-suture piece of product. During the visual inspection of sample, the swage and attachment area of needle were noted to be as expected; however, marks on the body needle was noted and body fluids along of the strand and the end was damaged caused appears to be by use of a surgical instrument could be observed. No functional test was performed due to condition of the sample received. Due to the sample condition, the assignable cause of performance breakage suture, was an improper handling. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent to the FDA: 07/29/2020 additional information: h6 additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? Unknown device return status/follow up? The sample has been sent additional h3 investigation summary: one picture was received for analysis. Upon visual inspection of the picture, a winding former with a needle-suture piece appear to be broken of product code sxpp1a401, lot pmu599 could be observed. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? A manufacturing record evaluation was performed for the finished device lot pmu599, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hysteromyomectomy procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.